Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient underwent a ventral hernia repair. Went home. Had staples in and one of the staples busted open (prior to first post-op visit). Had to pack the wound as it was open down to the mesh. Was home for three months. Have been packing the wound for two years. In (B)(6) 2014, the patient had a reoperation where just the sutures were removed. Postoperatively, the patient had to have a wound vac as the wound is still. The patient has chronic back and abdominal pain. Some days it just hurts to walk. Patient is not able to have sex with her husband. Patient is not able to do anything.